Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly. It was determined that the cause of the reported failure was due to a faulty crystal oscillator, designator, y1 from the single board computer (sbc) located on the system pcb assembly. Y1 was sensitive to temperature and touch.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not complete the boot up cycle. There was no patient use associated with the reported event.